Event description:
The user facility reported that after procedure the device was leaking from the bending section. There was no patient harm or user injury reported due to the reported event. This MDR is being submitted based on the results of a device evaluation in which dirt was found inside the light guide lens, and the light guide lens was chipped, which is likely due to mishandling.

Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation confirmed that the device failed the leak test due to a cut on the bending section cover. The adhesive on the bending section cover glue was cracked, damaged, or deformed. The insertion tube was buckled, and the coating was peeling off. There were other minor or non-critical investigation findings observed such as dents and scratches on the device. The device was serviced and returned to the user facility. This report will be supplemented if new and relevant information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to issues "a" or "b": a-I) because of physical stress resulted from user¿s handling, a minute gap was created in the glue around the lg (light guide) lens. A-ii) stain, liquid or moisture attached to the lg lens or around the lg lens entered from the gap into the inside of the lg lens. B-I) moisture entered from a leak into the inside of the device, and internal components of the lg lens corroded. B-ii) particles created by corrosion remained as dirt within the lg lens. The following description is included in the instructions for use (IFU) (operation manual). The suggested event was preventable: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the contact name at the user facility.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-dec-2021.